Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17109.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the device was cycling between ac and battery power. The customer informed the remote service engineer (rse) that after running on battery for a while and ac is connected, the device switched back and forth from battery to ac power. The unit continued to provide ventilation as expected. The unit alarmed "on battery power" when switching from ac to dc (battery) power. The ventilator was swapped out. The customer confirmed that they had replaced the battery and power cord, but the issue remained. The customer and rse discussed checking the power to and from the power supply to confirm it was good. The rse suspected the power management pcba was causing the problem and requested a field service order remediation. We are unable to confirm the final disposition of the device because the customer rejected the quote for onsite service, refusing further assistance with the reported issue. No further information was provided by the customer regarding the resolution of the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.